Event description:
It was reported that the patient experienced inadequate stimulation. Imaging was performed and it confirmed that the lead was initially implanted in the wrong location, posterior to the nts, nucleus tractus solitaries. The patient underwent a revision procedure in which the left lead was repositioned, it was noted that the right lead was noted to be displaced by a few millimeters but was not revised. The patient stimulation is not restored and a next course of action will be determined.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5068869.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 5068869.

Event description:
It was reported that the patient experienced inadequate stimulation. Imaging was performed and it confirmed that the lead was initially implanted in the wrong location, posterior to the nts, nucleus tractus solitaries. The patient underwent a revision procedure in which the left lead was repositioned, it was noted that the right lead was noted to be displaced by a few millimeters but was not revised. The patient stimulation was not restored and a next course of action will be determined. It was additionally reported that the lead and the burr hole cover were explanted and replaced and not repositioned during the procedure. The devices were not returned for analysis as they were discarded by the facility.